Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4: batch # 351c17. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the pan detached from the reload. In addition, some drivers missing and out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review: a manufacturing record evaluation was performed for the finished device batch number 351c17, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the unk surgery, noted that cartridge base loose and could not install. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.